Event description:
It was reported that during routine follow-up of an asymptomatic patient, the pulse generator was found to be operating in backup vvi mode. A CT scan had been performed one month prior. A software download successfully restored the device. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).